Manufacturer narrative:
The field service engineer replaced the reagent and sample needles. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 89434401 with an expiration date of 31-oct-2026. The field service engineer checked the rinsing station and found no obvious abnormalities. The customer replaced the cuvettes, and no further issues were noted. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein urine/csf gen.3 results from the cobas 8000 c702 module. For one patient, the initial result was 0.53 g/l, and the repeat result was 0.28 g/l. The questionable result was not reported outside of the laboratory.